Manufacturer narrative:
(B)(4). Batch r59j1j. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 with material buttressing loaded on it. However several staples were stuck in the material buttressing. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after inserting the first golden magazine with a peri-strip, I closed the cutter to allow the peri-strip to attach. Then I wanted to open the echelon again to remove the black protective film (peri-strip), but already there, the cutter could not be opened. After several attempts (red lever) the echelon continued to block and the doctor asked for a new echelon. No harm to the patient